Event description:
Procedure: gastric bypass. According to the report: the orvil was introduced, and the first string was cut and the ng tube white trocar accessory would not dislodge from the anvil. The second string was cut and the ng tube came off, yet the white accessory still remained intact. The accessory was forcefully removed. There was no pt injury reported. The procedure was extended more than 30 minutes due to the issue. A second orvil device was opened to finish the case. There was no bleeding, or unanticipated tissue damage.